Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208956790, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient still had some urinary urgency. Reprogramming of the implantable neurostimulator (ins) was done. The event was probably related to the device or therapy. The patient had painful stimulation. There was abdominal and pelvic pain. The event was related to the therapy. The patient had 2 system modifications. There was a system modification on (B)(6) 2015 because the urinary incontinence was still present. The event was related to the ins. The device was reprogrammed. The patient had a system modification on (B)(6) 2015. The reason for the modification was abdominal and pelvic pain. The event was related to the ins. The device was explanted. The date of resolution was (B)(6)2015. Relevant medical history included: idiopathic functional urinary incontinence since 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event recovery date was (B)(6) 2015. The entire system was explanted on (B)(6) 2016.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the investigator assessed the event as linked to the stimulation.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study clarified the device was reprogrammed, stimulation was stopped, but the patient was still implanted. The event resolved on (B)(6) 2015. The investigator assessed the event as not serious, not related to the device, and not related to the procedure. The safety assessment noted it was probably related to the device and/or therapy.